Event description:
Pt had 2 grand mal seizures that were unlike their normal, lasting >7 mins. Device was not working. Cyberonics claimed 24/7 clinical and technical support upon implantation and numerous attempts by 3 people including ER for >4hrs and no one returned calls and those that they were able to speak to (not voice mail) knew nothing of product. Suspect that device malfunctioned and caused these seizures. Cyberonics did not stand by contract for 24/7 support and was not available to test device. They (cyberonics) are the only one that has computer to interface with device. These seizures were potentially life threatening.